Manufacturer narrative:
(B)(4); batch # u5c670 (B)(4). Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut, and there were no staples present, indicating that the device achieved a full firing stroke. The anvil was attached to trocar without any difficulties. In addition, scratched on the locking spring were observed. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Further analysis shows that knife and drivers did not return to home position after the fired. The device was disassembled to verify the condition of the internal components and the compression element was noted to be disengaged from driver guide due to a worn. The condition of anvil is due to that clamp it across, or grip on the locking springs when attempting to reattach the anvil. Due to the damages found on the compression element, a possible cause for these conditions is due to improper handling. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection, it was very hard to attach the anvil to the trocar. When the sales rep checked the device, it was found the inner spring of the anvil was slightly protruded. The surgeon commented that there is a possibility that the nurse grasped that spring by a forceps. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.